Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed evidence of fire on the circuit board of the architect i2000sr analyzer after a burning smell. There were no injuries. The customer observed error code 8002 (power supply under voltage), and a lot of temperature alarms from a lot of channels.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. A malfunction of the temperature controller board (part number (pn 7-78560-01) was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. The 2017 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The charring was limited a small area on the board and did not spread to other areas of the instrument. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.